Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d6a: if implanted, give date: lens was not implanted. Section d6b: if explanted, give date: lens was not explanted. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was half inserted when it was noticed one haptic was broken. The lens was removed and another lens was used as a replacement lens. There was no delay in treatment or other interventions performed. No further information was provided.